Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, faradrive has been tested successfully during preparation steps outside of patient. Once faradrive has been inserted into patient, aspiration steps have been followed, farawave catheter has been inserted into faradrive, next aspiration has shown air bubble in sheath tube. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was contaminated.